Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial and right ventricular channels, causing ventricular high-rate and auto mode switch episodes. Lead insulation damage is suspected. The physician elected to continue monitoring, since the patient is asymptomatic and non-pacemaker dependent.